Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1qq crt-d, implanted: (B)(6) 2017; 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold, intermittent capture, and unstable threshold. It was noted that the lead had dislodged due to the excess slack in the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.